Manufacturer narrative:
Result: the coil was no longer attached at the distal end of the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly, indicating that the coil was not detached as intended. The ruby coil pusher assembly was kinked along the hypo-tube. The pusher assembly was returned inside the introducer sheath and the coil stretch resistant (sr) wire was exposed at the distal end of the sheath. The sr wire was fractured approximately 20.0 cm from the proximal constraint sphere. The proximal constraint sphere was still attached to the distal detachment tip of the pusher assembly. Conclusion: the complaint has been evaluated. The compliant indicates that resistance was felt while delivering the coil through the px slim delivery microcatheter. The coil was re-sheathed and upon inspection, it was noted that the coil was damaged. Evaluation of the returned product revealed that the coil was detached from the pusher assembly due to a break in the coil sr wire. Detachment of the coil was not described in the complaint and it cannot be determined if this damage occurred during re-sheathing or due to handling after the device was removed. Breaks in the sr wire are typically due to force placed on the device in excess of the tensile strength of the material. The coil was not returned for evaluation. Damage to the coil (broken sr wire) was observed however, the cause of the issue could not be determined due to the returned condition of the device and without the return of the coil or the px slim delivery microcatheter. If the coil was damaged when inserting it into the catheter or during withdraw, this damage may have caused difficulty during re-sheathing however, this cannot be confirmed without return of the coil. In addition, the catheter may have been damaged however, it was not returned for evaluation. The kinks along the shaft of the pusher assembly appeared to be caused during packaging for return and were not related to the complaint. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician felt resistance while advancing a ruby coil through a px slim delivery microcatheter. Upon re-sheathing the ruby coil, it was found to be stretched and damaged. The procedure continued using additional ruby coils. There was no report of an adverse effect on the patient.